Event description:
It was reported that the insert trial broke during removal. Smith&nephew backup device was available to completed the procedure. Delay less or equal than 30 minutes reported. It is unknown if all pieces were retrieved.